Event description:
The customer reported that the air tightness of the 20ml enfit enteral syringe is poor, the assembly of the push rod and rubber plug is loose, and it is difficult to connect the cone head to the ng pipeline.

Manufacturer narrative:
The returned samples was requested but hasn't been received till now, the lot number of this event was received, the DHR of this lot was reviewed without any issuses. The retained samples of the lot was tested and the samples met the specification. The root cause can't detected currrently, no action will be taken currently, a supplemental report will be submitted if further information received.